Event description:
Reported by the pt as: "my lap-band came unbuckled. My doctor went in and buckled it." Follow up with pt reveals: "I had a port wound dehiscence 2 weeks ago. My doctor said it's not infected."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 15/may/08. The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. A wound dehiscence is a surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of unbuckled device as follows: caution: failure to use an appropriate atraumatic instrument such as the lap-band system closure tool to lock the band may result in damage to the band or injury to surrounding tissues. Opening or unlocking the lap-band ap system: the lapband ap system provides for the re-opening of the band in the case of slippage or malposition. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."